Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni and ckmb results generated by the access instrument. The erroneously elevated accu tni result was 10.58 ng/ml and the ckmb result was 24.9 ng/ml. These results were reported out of the lab. The physician questioned the elevated results and the pt sample was retested in the lab. The elevated results were questioned based on the results not matching the patient's clinical presentation. The repeated accu tni result was 0.03 ng/ml. The customer indicated that there has been no change to pt treatment that can be attributed to this event.